Manufacturer narrative:
(B)(4). The device was disposed of and will not be returned.

Event description:
It was reported by the sales rep that after a lap low anterior resection on (B)(6) bleeding occurred from around the anastomosed site on the day of operation. The device was used between the colon and the rectum in the initial operation. Additional suture was performed to stop the bleeding. The amount of the bleeding was unknown. Blood transfusion was not required. The patient is a male. As of now, the patient's condition is stable. No device will be returning.